Event description:
Customer called on 01/16/2012 reporting of a blood-tinted liquid leak of about 3 to 5 ml under the air-mix temperature control (amtc) module on the unicel dxh 800 coulter cellular analysis system. Customer was wearing personal protective equipment consisting of lab coat, gloves and eye protection and no exposure or injury was reported. Patient results were not affected and no erroneous result was generated as a result of the event. There was also no change to patient treatment attributed to this event. Field service engineer (fse) was not dispatched for this issue. The service call was cancelled by the customer as customer was able to remove pieces of tube stopper from the nucleated red blood cell (nrbc) bath which corrected the problem. Root cause for the leak was attributed to rubber debris clogging the nrbc mixing chamber.

Manufacturer narrative:
Method: evaluation was done by the customer. Results: leak was attributed to rubber debris clogging the nrbc mixing chamber. Conclusions: issue was resolved by customer by removing pieces of tube stopper from the nrbc bath. (B)(4).